Event description:
Arjo became aware of the event involving the citadel plus bed frame that occurred when the nurse was taking care of the patient. The left side rail unexpectedly opened. The nurse held the patient to avoid the patient falling from the bed and sustained an unknown injury. The nurse visited the emergency room following the event. The bed frame involved in the reported issue was inspected by the arjo technician. The side rail locking mechanism did not work correctly (sometimes it did not lock).

Manufacturer narrative:
The investigation is ongoing. Further information is being collected.

Manufacturer narrative:
Arjo became aware of the event involving the citadel plus bed frame that occurred when the nurse was taking care of the patient. The left side rail unexpectedly opened. The nurse held the patient to avoid the patient falling from the bed and sustained an unknown injury. The nurse visited the emergency room following the event. Despite attempts no further information about the nurse's outcome has been provided. The bed frame involved in the reported issue was inspected by the arjo technician. The side rail locking mechanism did not work correctly. Sometimes it locked and sometimes it did not lock due to the issue with the locking pin that is the part of the side rail locking mechanism. The locking pin was jammed. Based on the conducted investigation it seems most probable that the side rail could not be locked due to the sized locking mechanism, therefore, it unexpectedly opened when it was loaded by the patient. Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, the bed frame was in use when the left side rail unexpectedly opened therefore the arjo device played role in the event. The involved bed was malfunctioned (the side rail did not lock correctly) therefore the device did not meet its specification. The complaint was assessed as reportable due to the indication about the side rail disengaging during use.

Manufacturer narrative:
The process of gathering and analyzing information is still ongoing. So far, no additional information has been provided by the customer representative to clarify the injury sustained by the nurse. Additional information will be provided upon conclusion of the investigation.